Event description:
A user facility reported that multiple collimator errors occurred during a procedure. The 9800 system would not reboot, causing a delay in the procedure. A death or serious injury was not reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. It was determined that a broken wire in the hv cable caused the failure to reboot. The part was replaced, the system tested to ensure it was performing as intended, and then placed back into service.